Manufacturer narrative:
Correction: b5 investigation ¿ evaluation. It was reported that a wayne pneumothorax catheter kinked in situ. On day 16 of the 74 year-old female patient's admission, a wayne pneumothorax catheter set or tray was used for chest tube insertion following a diagnosis of pleural effusion with serous liquid identified by x-ray. The patient was in-patient in the intensive care unit. The clinician did not indicate that the patient had any medical conditions that may affect the procedure or successful intended use of a drain. The patient's primary diagnosis was cancer/malignancy. The patient was using anti-platelet medication (including aspirin), which was adjusted or suspended prior to the procedure. The device was placed in the left lateral chest in the 4th intercostal space, using seldinger technique. No imaging was performed during device placement. The device was successfully placed in the desired location and was confirmed by x-ray after placement. The device was connected to continuous suction, and initiation of drainage was successfully achieved. The device remained indwelling for five days. A device deficiency was reported that occurred on day 21. A chest x-ray was performed due to noted decreased chest tube output, and chest tube kinking was noted. No treatment was required, and the chest tube was removed the next day due to the condition being resolved. The patient was discharged on day 43 of her hospital stay. No adverse events were observed related to this device issue. Reviews of documentation including the instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. Cook also reviewed the product labeling. The product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure: instructions for use "11. Secure catheter in position at the entry site by using a bio-occlusive dressing or suturing if desired. 12. The catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections (e.g., in instances of patient movements where the catheter is connected to a vacuum or drainage collection apparatus) may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following: a. Secure the catheter hub to the patient's skin by placing tape, suture, or a catheter securement device at the location shown in the illustration below. B. Form a strain relief loop in the connecting tube, as shown in the illustration below, and secure the loop to the patient's skin with tape, suture, or catheter securement device." The information provided upon review of the dmr and product IFU does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no returned device, and the results of the investigation, cook concluded that unintended use error potentially contributed to this event. The instructions for use contain instructions for the proper securement of the device. It is unknown how the device was secured to the patient or if there was a lot of patient movement. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The device was placed while the patient was in the intensive care unit. The patient was monitored in the intensive care unit.

Event description:
It was reported that a wayne pneumothorax catheter kinked in situ. On day 16 of the 74-year-old female patient's admission, a wayne pneumothorax catheter set or tray was used for chest tube insertion following a diagnosis of pleural effusion with serous liquid identified by x-ray. The patient was in-patient in the intensive care unit. The clinician did not indicate that the patient had any medical conditions that may affect the procedure or successful intended use of a drain. The patient's primary diagnosis was cancer/malignancy. The patient was using anti-platelet medication (including aspirin), which was adjusted or suspended prior to the procedure. The device was placed in the left lateral chest in the 4th intercostal space, using seldinger technique. No imaging was performed during device placement. The device was successfully placed in the desired location and was confirmed by x-ray after placement. The device was connected to continuous suction, and initiation of drainage was successfully achieved. The device remained indwelling for five days. A device deficiency was reported that occurred on day 21. A chest x-ray was performed due to noted decreased chest tube output, and chest tube kinking was noted. No treatment was required, and the chest tube was removed the next day due to the condition being resolved. The patient was discharged on day 43 of her hospital stay. No adverse events were observed related to this device issue.

Manufacturer narrative:
B3 (date of event): 01jan2017 to 31dec2019 d4: possible rpn¿s: c-utpty-1400-wayne-112497-imh or c-utpt-1400-wayne-112497-imh. (Seldinger) g4- PMA/510(k) #: exempt h6: annex e - decreased fluid output this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.